Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high / unstable thresholds, undersensing, and an insulation breach was suspected. A lead replacement was attempted however there was an area of stenosis and the decision was made to reuse the right ventricular (rv) lead. Upon connecting the rv lead to a new generator, intermittent capture was observed and the lead remained in use. The patient later developed bradycardia and there was frequent loss of capture at maximum output. Reprogramming was performed and the rv lead remains in use. No further patient complications have been reported as a result of this event.